Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen on the (B)(6) 2017. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4). Correction to remove "data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue."

Event description:
Subsequent to the initial MDR, it was reported that the sensor wire was retained within the patient's skin after removal of the sensor pod and the patient's mother removed the sensor wire herself. A sensor was returned for evaluation. A visual inspection was performed and found that the wire is detached from the sensor pod and seal carrier. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.